Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis. Final analysis found external insulation abrasion at 32.2 cm to 32.3 cm, 32.5 cm to 32.7 cm and 39.8 cm to 40.0 cm from proximal end of this portion consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.